Event description:
The patient suffered from dislocated lv lead. The patient was hospitalized. Repositioning of the dislocated lv lead was done.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.